Event description:
As reported by our (B)(6) affiliate, during a transapical tavr procedure, post deployment of the 23mm sapien xt valve the patient was found to have a left ventricle rupture, and severe central leak. The aortic annulus diameter measured 16.6 x 22.2 mm (CT), with an area of 307mm2 and moderate valve calcification. The xt valve was implanted with 2ml less than nominal volume in a 60:40 aortic/ventricular position. Post deployment the patient developed complete av block and backup pacing was initiated at a rate of 80bpm. The blood pressure (bp) remained in the 40 to 50¿s mmhg. Tee showed mild paravalvular leak (pvl) and decreased wall motion, which was thought to be caused by the hypotension. Aortography showed a severe central leak. Several vasopressors were given but the bp remained in the 40¿s mmhg. The patient had ventricular tachycardia (vt) that shifted to ventricular fibrillation (vf), defibrillation was performed and the patient returned to normal sinus rhythm. Percutaneous cardiopulmonary support (pcps) was initiated but the flow could not be maintained due to suicide lv, and CPR was initiated. With the initiation of pcps, the vasopressors were circulated and resulted in an increased bp to at maximum 260mmhg. At that time, a massive bleeding from lv occurred. The procedure was converted to an open heart surgery. It was found that there was bleeding coming from the lv posterior wall. The bleeding source was noted from the left main trunk to the left circumflex side. Cpb was placed and aortic valve replacement (avr) and surgical repair were initiated. When the aorta was surgically opened, the sapien xt appeared to be slightly oval. There were tears observed at the inferior border of left coronary cusp (lcc) and right coronary cusp (rcc), and lvot. The lvot was repaired with a pericardial patch. The sapient xt was explanted and replaced with a 17mm mechanical valve. After weaning off cpb, an intraaortic balloon pumping (iabp) was inserted. Due to complete av block, a pacing lead was sutured on the epicardium. The pacing mode was set in the ddd but there was occasionally pacing failure. The patient was transferred to the ICU with iabp inserted. On pod2, iabp was turned off. Per the latest report, the patient was extubated and remains in stable condition. No infarct area was found in the routine post procedure CT. A ppm has not been implanted. In the physician¿s opinion, when the patient¿s bp dropped and CPR was initiated, the power of chest compression might have been too strong and the inferior edge of the sapien xt damaged the lvot and the base of lcc and rcc, resulting in the ruptures. It was also perceived that the valve frame was damaged from the CPR as well.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that the cause of the aortic annulus rupture was related to procedural factors (i.e. Strong chest compressions during CPR). There was no allegation or indication that the event was related to a device manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.